Event description:
It has been reported that it was unable to rotate detector arm and could not do any geometry movement. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no movements with c-arm detector rotation or up and down. Review of the system log file showed that longitude on motor drive errors. Fse found that the drive wheel for the longitudinal drive was creasy leaving marks on the rail. Fse clean the rail in the wheel of the drive motor. After clean the rail in the wheel of the drive motor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.